Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor which was detected during seating or regular delivery. Customer's blood glucose value was unknown. Customer was assisted with clearing the alarm. Customer states insulin pump was exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 37, 38, or 130 alarms, insulin flow blocked alarms, and displacement anomalies due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was also received with the serial number label faded.